Event description:
According to the reporter, during an open esophagectomy, while stapling the esophagus. The stapler was able to fire but the staples did not form the b shape and the staple line was incomplete distally. The surgeon opened a new reload and handle to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.